Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the display window was scratched, and the pole adapter plate was cracked in half and dislodged from the pump. The pem screw in the bottom enclosure was dislodged. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The adapter plate, display window, and bottom casing were found damaged. The components require replacement to resolve the issue. No additional information is available.

Event description:
It was reported that the mounting bracket of a novum iq large volume pump broke, resulting in a significantly scratched screen. This occurred at or before first clinical use and was an out-of-box failure in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.